Manufacturer narrative:
Concomitant medical products: 4524-45, lead, implanted: (B)(6) 1993; 5024m-52, lead, implanted: (B)(6) 1994.

Event description:
It was reported that the patient was feeling lightheaded. The right ventricular (rv) lead was found to be oversensing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.